Event description:
Boston scientific received information that this representative contacted boston scientific's technical services (ts). A clinic nurse practitioner (np) contacted the representative to report that this patient was involved in a motor vehicle accident (mva) and died. There was discussion that the date of death may have occurred on (B)(6) 2014. The cause of death was unknown. There were no allegation of device malfunction or that the use of the device caused or contributed to the patient's death. The county medical examiner and clinic np are interested in the function/operation of the device based on laboratory testing and whether there were any stored episodes on the day of death. The patient had received a patient monitoring system. A scheduled remote monitoring data upload occurred one-day prior to the reported death. According to the clinic np, a review of the stored did not identify any issues. The device was interrogated by a boston scientific representative and two alerts were displayed (code#1004, 1007). The alerts occurred on (B)(6) 2014. Ts explained that code#1004 occurs when a shock is delivered into a shorted condition. Code#1007 occurs when there is a charge timeout. Ts suspected that the device had been left in monitor plus therapy mode post-mortem when the leads were disconnected from the device. Extraneous non-physiologic noise with detection would have resulted in shock delivery and damage to the device (shorted condition). Subsequent attempts by a damaged device to charge the capacitors would have resulted in a charge time-out. The county medical examiner may have shipped the device back for laboratory testing. The funeral home was contacted to check on the location of the device. According to staff, the date of death occurred on (B)(6) 2014. The coroner's office and local representative confirmed that the date of death was (B)(6) 2014. This device was received at boston scientific's return products department.

Manufacturer narrative:
Laboratory testing on the device was completed. See report #2124215-2014-07458 for detailed analysis findings on the device.

Manufacturer narrative:
Upon return to boston scientific, there were no explanted leads or lead segments attached to the device. Laboratory testing results and technical services review of stored data are currently under review. A supplemental report will be submitted upon completion.

Event description:
A review of stored episodes by boston scientific's technical services identified a ventricular fibrillation (vf) event occurring on (B)(6) 2014 at 17:32. Prior to the onset of vf, atrial and bi-ventricular sensor pacing at 85 ppm occurred for 6 beats. Vf was spontaneously occurred following an early beat at 420 ms. Although there was two undersensed beats, there was good sensing and detection of vf (160-195 ms). Following a charge time of 6.2 seconds, a programmed 31 joule shock was delivered associated with a shock impedance of less than 20 ohms which did not terminate the arrhythmia. Post-shock sensing of the vf (165-278 ms) occurred with initial charging for delivery of a programmed 41 joule shock. Charging continued for 45 seconds at which time an "aborted charge timeout" was declared. Another aborted charge timeout after 45 seconds occurred following the 3rd attempt to delivery shock therapy. It was concluded that the device appeared to have normal, stable diagnostics of pacemaker mediated tachycardia (pmt) on the day of death and on (B)(6) 2014 during a spontaneous vt episode. Subsequently, on the day of death, it is likely the 31 joule shocked into a shorted high voltage lead which damaged some of the device's internal components resulting in the two aborted charge timeouts.